Manufacturer narrative:
The device was returned to olympus for repair. During evaluation, the repair center found the front panel was not lighting due to damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the front panel was damaged due to a strong impact, such as the user hitting the front panel. Proper handling of the device is described in the instruction manual and could prevent this event: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Event description:
The customer contacted olympus to report issues with the device's front panel. There was no report of impact or consequence to the patient.